Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following address: http://jbjs.org/content/84/2/187. This report will be amended when our investigation is complete.

Event description:
It is reported that one patient was revised to medialize a laterally positioned patella button.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.